Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman closure device was being implanted. Release criteria could not be met due to the space inside the laa being small. A 24mm watchman closure device was then used. Following release of the 24mm closure device, the closure device dislodged into the descending aorta. The closure device was snared and explanted. A new 27mm watchman flx closure device was successfully implanted to complete the procedure. No patient complications were reported, and the patient was discharged home three days post procedure.

Manufacturer narrative:
Procedural media was provided to aid in the investigation and was reviewed by a boston scientific medical director. Two (2) fluoroscopy and one (1) still images were provided for review. The first fluoroscopic image showed a chicken wing anatomy of the left atrial appendage (laa). The second fluoroscopic image showed the closure device released from the core wire with a slight waist in the closure device, suggesting some degree of compression. Both fluoroscopic images showed an intracardiac echocardiography (ice) catheter in the left atrium (la). The third image was an ice image which showed the closure device deployed in the laa but still attached to the core wire. Color doppler was applied in this image, but it was not possible to assess any peri-device flow. The closure device position in this image was acceptable, but the overall closure device position could not be assessed based on this image alone. In conclusion, the available media was limited and does not allow assessment of release criteria and does not determine the cause of the device embolization shortly after implant release.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman closure device was being implanted. Release criteria could not be met due to the space inside the laa being small. A 24mm watchman closure device was then used. Following release of the 24mm closure device, the closure device dislodged into the descending aorta. The closure device was snared and explanted. A new 27mm watchman flx closure device was successfully implanted to complete the procedure. No patient complications were reported, and the patient was discharged home three days post procedure.